Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual inspection noted that there was body fluid contamination found in the lead barrels, as well as tool marks noted on the case. The device header was loose, and all seal plugs were found to be intact, and the set screws operated normally. An x-ray inspection noted cracks in the left ventricle proximal, left ventricle distal, right atrial ring, right ventricle coil, right ventricle ring, and right ventricle tip feed through wires. It was noted that the cause of the noisy signals, high impedance, and pacing problems is broken feed through wires due to a loose header which confirms the clinical observations.

Event description:
--

Event description:
Boston scientific received information that this patient with this device exhibited noise on all channels as well as pacing inhibition of greater than 2 seconds of asystole. The physician believes that it is likely due to a device header issue. The patient stated they were feeling dizzy when they did repetitive lifting at their job. A non-invasive programmed stimulation (nips) study was performed and it showed that the left ventricular (lv) lead impedances were high in bipolar but in extended bipolar they were ok, the right atrial (ra) lead impedances were greater than 2000 ohms, and the shock lead impedances were greater than 125 ohms. A lead revision was scheduled, but when they checked all the leads through the pacing system analyzer (psa) they all tested fine. A new device was implanted and all the chronic leads were checked and were all within normal ranges. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
Detailed analysis is being performed on this device. Upon completion of analysis, this report will be updated.